Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code: no known impact or consequence to patient device code: device operates differently than expected is not labeled. The event is currently under investigation.

Event description:
It was reported during a ureter stone removal the physician had difficulty with two baskets that were just opened. The first basket wouldn't completely shut and therefore, could not be placed into the scopes working channel. The second basket had the same issue; however, after several attempts the physician was able to shut the device. This increased procedure time but did not injure the patient or damage the scope. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, specifications and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device is manufactured to specifications that state to ¿loop basket over the hand, open and close 5 times. Basket should pull straight each time. Assure handle operates smoothly, slight drag is acceptable. The handle does not have to bottom out.¿ review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during a ureter stone removal the physician had difficulty with two baskets that were just opened. The first basket wouldn't completely shut and therefore, could not be placed into the scopes working channel. The second basket had the same issue; however, after several attempts the physician was able to shut the device. This increased procedure time but did not injure the patient or damage the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Product will not be returned and the documentation investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported during a ureter stone removal the physician had difficulty with two baskets that were just opened. The first basket wouldn¿t completely shut and therefore, could not be placed into the scopes working channel. The second basket had the same issue; however, after several attempts the physician was able to shut the device. This increased procedure time but did not injure the patient or damage the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.